Event description:
It was reported that a novum iq syr alarmed multiple downstream occlusions. During infusion of d5 with sodium acetate running at 0.5ml/hour in 50ml syringe (no antisiphon valve) with an ¿intermittent¿ 10ml non-baxter syringe filled with an unspecified medicated solution attached to a ¿y¿-site (with an antisiphon valve). The nurse stated fluid was potentially backing up into the primary (d5) line. Both medications were clear; therefore, it was impossible to visualize which solution was backing up. The infusion started at 22:00 and the volume to be infused at 09:00 the following day was reportedly 1.85ml. The downstream occlusion alarms triggered ¿multiple¿ times during the night shift. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: unique identifier (UDI) #: the serial number ((B)(6)) is unknown; therefore, the UDI number only will contain the device identifier (01). The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.